Event description:
The caller reported that the pump battery was depleting too fast, leading to a pump shutdown. Customer¿s blood glucose level was 300 mg/dl. Tandem technical support advised the customer to uninstall and reinstall the mobile app and to monitor if the battery depletion exceeds 35% per day. The customer understood and acknowledged the instructions.